Event description:
It was reported that this dual chamber pacemaker had an isolated stored signal artifact monitoring (sam) episode which revealed a low out of range right atrial (ra) lead impedance measurement of less than 200 ohms. Additionally, there was a lead safety switch (lss) that had occurred and several episodes with noise from the same day were stored. Technical services discussed troubleshooting and programming options. Isometrics were performed and did not reproduce the observed noise. Subsequently, the device was reprogrammed. The device system remains in service at this time. No adverse patient effects were reported. This device is listed on the most recent minute ventilation signal oversensing advisory.